Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in a stored untreated episode and an inappropriate shock. Device data is expected to be sent to rhythmcare for review at a future date. Further evaluation and intervention will be determined at that time. This device remains in service. No adverse patient effects were reported.